Event description:
It has been reported to philips that wireless foot switch was defective. The system was not in clinical use at the time of the reported event. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips provided a quote to the customer for a wireless footswitch replacement for the defective wireless footswitch with respect to the previous case. The customer disposed the old wireless footswitch and started using the wired footswitch. The philips field service engineer replaced the wireless footswitch, base station, and wireless foot switch charger. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.